Manufacturer narrative:
(B)(6). Patient identifier not available for reporting. Date of device migration is not known. Additional product code: hwc. (B)(4). Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was initially implanted with a short tfn nail, helical blade and one distal locking screw on an unknown date. The patient was later seen by the surgeon for complaints of increased pain and an x-ray, date unknown, which revealed the helical blade cut out. It was reported that during a right tfn nail revision surgery of the right hip that the helical blade was cut out. All explanted items appeared to be undamaged. There was no delay in. The patient received a depuy hip endoprosthesis, and was in stable condition. Concomitant devices reported: tfn nail (456.319s, quantity 1), locking screw (04.005.524, quantity 1). This report is for one (1) helical blade. This is report 1 of 1 for (B)(4).